Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that a review of the device logs showed an error of self-test timeout during power-on starting on (B)(6) 2025 and continuing until (B)(6) 2025. The reported issue of the device not turning on could not be duplicated during evaluation. Device passed all functional testing without any issue. Internal inspection found no discrepancies. The battery was not provided for evaluation. As a preventive measure, the main pcb was replaced to reduce the likelihood of recurrence. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.